Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Log file analysis did not reveal any anomalies for the past 14 days through 17/jul/2020. Information provided by the site indicated that there was a potential change in waveforms. It was noted that the patient¿s international normalized ratio (inr) was slightly low and was readjusted. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a potential change in waveforms. It was noted that the patient¿s international normalized ratio (inr) was slightly low and was readjusted. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.